Event description:
Customer reports pains/tightness in chest and itchy eyes. Cardiologist was seen and a nuclear test was performed with unremarkable findings.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.